Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of 1000ml of 0.9% of sodium chloride was programmed to infuse at 75ml/h however after about 3 hours the bag was noted to be empty and the pump read 873ml left to infuse. There was no fluid on the floor. There was no patient harm.

Manufacturer narrative:
.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be fair condition with no observed anomalies. Analysis of the pcu event log shows that at 2:07 pm on (B)(6) 2016 the pump module was programmed to run a basic infusion at a rate of 75ml/hr with a vtbi of 1000ml. At 2:09 pm the module alarmed for air in line and the infusion was restarted. The device alarmed for air in line again at 3:51 pm and the infusion was paused. At 4:01 pm the rate was changed to 30ml/hr, the vtbi was changed to 1000ml and the infusion was restarted. At 4:04 pm, the device was paused and subsequently channeled off. The volume recorded as being infused during this period was 128.062ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the device to be delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was not identified.